Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection at the implant site that was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on november 28, 2022